Event description:
Healthcare professional reported a xen 45 gel stent was noted to be "defective when the implant was being inserted" as "the xen was blocked or clogged in some way and would not flow after multiple attempts at priming it. A different xen was then inserted and it flowed fine."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device noted the injector was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent was noted to be "defective when the implant was being inserted" as "the xen was blocked or clogged in some way and would not flow after multiple attempts at priming it. A different xen was then inserted and it flowed fine."